Manufacturer narrative:
Date of event should be (B)(6) 2016 instead of blank.

Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Outer insulation damage and outer coil crush was observed at 22.0 cm to 23.6 cm from the connector pin; consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.